Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the fan did not turn and the lamp did not light up when the power was turned on. At that time the illuminator of the power switch was lit up. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was inspected at olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomena were duplicated due to blowout of the temperature fuse. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc could not reviewed the manufacture history (DHR) of the subject device because more than fifteen years had passed since the subject device had been manufactured. Also the device manufacture date was unknown. The exact cause of the reported events could not be conclusively determined. However, based on the reported information, omsc presumed that it was caused by the blowout of the temperature fuse. The cause of the blowout of the temperature fuse could not be identified. If additional information becomes available, this report will be supplemented.